Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch:(B)(4).

Event description:
It was reported the patient experienced ineffective stimulation possibly due to the patient's spine rotating. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient had a surgical procedure on (B)(6) 2023 where the lead was repositioned to address the issue. Reportedly, the patient now has effective therapy.